Event description:
It was reported that the patient underwent a system explant procedure due to an unknown reason. No device malfunction was suspected. The explanted devices will not be returned as they were discarded by the medical facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8216700. Model: sc-8216-70. Serial:(B)(6). Batch: 19007803.

Event description:
It was reported that the patient underwent a system explant procedure due to an unknown reason. No device malfunction was suspected. The explanted devices will not be returned as they were discarded by the medical facility.